Event description:
It was reported three days post-surgery an infection was noted around the stimulator. It was drained and oral antibiotics were administered. On (B)(6) 2013, it was noted there was a chest abscess at the stimulator insertion site. The subject was hospitalized and prescribed antibiotics. On (B)(6) 2013, approximately three months after implant the infection had not resolved. The decision was made to remove the stimulator and extensions and administer oral antibiotics. It was noted the leads were left in.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the antibiotic administered was doxycycline. The event was considered resolved and was noted to be r elated to the implant procedure and study.

Event description:
Additional information was accidentally omitted from the previous report. Additionally the patient had swelling and redness along with a rash. Ancef was given for the swelling and redness and additionally antibiotic was changed but it was unclear which antibiotic was changed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the corrective actions procedure included drainage of the abscess.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v986836, product type: lead. Product ID 37085-60, serial# (B)(4), product type: extension. Product ID 3387s-40, lot# v986836, product type: lead. Product ID 3387s-40, lot# v986836, product type: lead. Product ID 37085-60, serial# (B)(4), product type: extension. The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is 3004209178.

Event description:
Additional information reported the infection, swelling, redness, rash, and chest abscess were related to the implant procedure and study. The suspected cause of the infection was unknown. The swelling, redness, and chest abscess had a suspected cause of the stimulation and the rash had a suspected cause of patient condition.